Manufacturer narrative:
Block g2: foreign- saudi arabia. Block h3/h6: based on the device photo received, the scoring element detached from intermediate bond, but remained intact to the device. The angiosculpt catheter was not returned, thus the cause of the damaged scoring element could not be established. Per the IFU, dissection is listed as a possible adverse effect of the procedure. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
The angiosculpt device was used for a therapeutic coronary procedure in a severely calcified proximal lad. During use, the balloon was found hanging inside the patient's body, leading to a dissection. Based on the device photo received, the scoring element detached from the intermediate bond, but remained intact to the device. This adverse event and product problem is being submitted due to detached scoring element; resulted in a dissection.